Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
A new incident occurred on the (B)(6) 2022 where the balloons burst inside the bladder. This happened on different lots on different devices. Clinical consequences: patient needed more than a re-catheterization, patient had to have a cystoscopy to retrieve the pieces left in the bladder.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. There are several potential factors that may contribute to the issue. Therefore, this complaint could not be confirmed.

Event description:
A new incident occurred on the (B)(6) 2022 where the balloons burst inside the bladder. This happenned on different lots on different devices. Clinical consequences: patient needed more than a re-catheterization, patient had to have a cystoscopy to retrieve the pieces left in the bladder.